Event description:
It was reported that the customer was canoeing and he fell in the water. The buttons in the insulin pump were not responding. The blood glucose was 284mg/dl. Troubleshooting was performed, and the device alamed battery out of limit. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. Unable to confirm unexpected battery out of limit. The device was received with intermittent buttons response due to corroded keypad traces. No moisture at the motor or electronic assembly found. The unit was unable to prime during the prime test as a result of a loose/flush drive support disk. The insulin pump was received with cracked case at the display window corners, battery tube threads, and missing end cap sticker.